Event description:
New information received notes that a patient presented with high defibrillation impedance noted on the right ventricular lead. No further intervention was planned. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the right ventricular lead. Further intervention was planned. No adverse patient consequences were reported.